Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and a bent cannula. The customer's blood glucose level was 570 mg/dl. The customer treated with manual injections. The customer stated that they already tried to disconnect and reconnect 3 times but the insulin flow blocked alarm continued. The customer's infusion set and reservoir were replaced.